Manufacturer narrative:
Pump alarmed no delivery out of specification range. Problem isolated to the force sensor.

Event description:
The customer reported high bgs. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test was performed and failed. Advised the customer to discontinue the pump use.